Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, some of the seals made by the surgeon were incomplete. Another device of the same type was opened and used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 12/22/2015. Date of follow-up report :2/17/2016. One used ls1500 was received for evaluation. Visual inspection found no defects. The customer reported that activation was unstable; sealing became incomplete but not during every attempt. When the tissue was not sealed, no steam was visible. The reported condition was not confirmed. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made while turning the rotation knob to each stop. All seal cycles were completed satisfactorily and end tones heard indicating completed activation cycles. A visual thermal effect of steam and heat was observed while sealing on vessels. The investigation found the device to function normally. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The IFU states, keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Do not use this instrument on vessels in excess of 7mm in diameter.